Event description:
On (B)(6) 2025, a ninety-one-year-old male patient with a past medical history of coronary artery disease complicated by a prior anterior myocardial infarction, status post drug-eluting stents placed in the proximal left anterior descending artery; left anterior descending artery in-stent restenosis treated with drug-eluting stent placement to the mid left anterior descending artery; known chronic total occlusion of the right coronary artery; ischemic cardiomyopathy; heart failure with reduced ejection fraction (ejection fraction thirty-five percent); cardiac resynchronization therapy with defibrillator; aortic stenosis; paroxysmal atrial fibrillation treated with apixaban; hypertension; hyperlipidemia; diabetes mellitus; and bowel cancer, presented to the hospital with a high-risk non-st-elevation myocardial infarction. The patient was transferred to a tertiary hospital the previous day for a complex intervention on the left main coronary artery, left anterior descending artery, and left circumflex artery. A right heart catheterization was completed prior to impella device placement. Device insertion was uncomplicated. Interventions on the left main coronary artery, left anterior descending artery, and left circumflex artery were completed. The physician elected to leave the impella device in place for twenty-four hours following the procedure. The patient was transferred to the coronary care unit. The patient was successfully weaned from impella support on (B)(6) 2025. On (B)(6) 2025, the patient advocacy manager received a notification from the patient¿s family, specifically the patient¿s wife, regarding this previously supported impella patient. The wife reported that the patient, who had a history of cardiac disease and kidney disease, had undergone percutaneous coronary intervention with impella cp pump support at the tertiary center and was subsequently weaned and discharged. She stated that the patient continued to experience kidney issues while in rehabilitation. She expressed concerns and questions regarding whether the patient¿s kidney dysfunction could be related to impella use, based on information she found during her own internet research. No kidney function laboratory results were available for review. Given the patient¿s history of chronic kidney disease, the time elapsed since device removal, and the lack of available laboratory data, a relationship between the impella device and the patient¿s current condition could not be determined.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
D1 (brand name) has been updated. Ppae(renal failure): the root cause of the injury was not determined due to insufficient clinical details.